Manufacturer narrative:
(B)(4). The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of quality records and reserve samples. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The customer reported a similar event for another device with the same product but different lot no. See MDR 1118880-2016-00034 for details. The investigation results verified that two of the retention samples were normal product with no anomalies which would lead to the reported leak. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: it was reported that as soon as the case started there were slow drips; blood loss 200cc with wire and guide in and still dripping; and there was no patient impact.